Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low sensing and was capturing in the atrium. An x-ray showed the lead was possibly in the atrium. The lead was repositioned on (B)(6) 2019. The procedure went well, and the patient was stable before, during and after.